Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needle pierces the catheter. The following information was provided by the initial reporter, translated from portuguese to english: flexible catheter not progressing after puncture. Perforations in the silicon part.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3145357. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.